Event description:
. The article, ¿percutaneous retrieval of an aortic valve vegetation causing severe regurgitation and cardiogenic shock¿, was reviewed. The article presents a case study of an 82-year-old woman with a history of atrial fibrillation, interstitial lung disease, and a bicuspid aortic valve complicated by severe aortic stenosis after two prior surgical valve replacements. It was reported that on an unknown date in 2017, a 19mm trifecta valve was implanted in a patient. It was later reported on an unknown date, the patient presented with dyspnea and transesophageal echocardiography showed a mobile vegetation (endocarditis lesion) on the valve causing severe aortic regurgitation. It was reported the patient completed antibiotic treatment when they experienced cardiogenic shock with end organ hypoperfusion. A decision was made to perform a transcatheter debulking of the vegetation. After snaring the vegetation, it was removed via electrocautery and promptly aspirated. A 23mm evolut valve was then implanted in the patient. The patient was discharged after the 4th day and was asymptomatic after 3 months. The article concluded severe bioprosthetic valve regurgitation is a life-threatening condition. Early recognition and a low threshold for mechanical support are key to avoid shock and preserve organ function. Percutaneous treatment is feasible in inoperable patients. [The primary and corresponding author for this article was claudia lama von buchwald, henry ford hospital, 2799 west grand boulevard, detroit, michigan 48202, USA, with corresponding email: clamav1@hfhs.org].

Manufacturer narrative:
Literature article: percutaneous retrieval of an aortic valve vegetation causing severe regurgitation and cardiogenic shock investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
As reported in a research article, a patient had a mobile vegetation found on the valve after an unknown implant duration. The vegetation was causing regurgitation of the valve. The vegetation was removed and a transcatheter valve was implanted. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.